Event description:
User experienced discrepant calcium and total protein results for 3 or 4 patients. One patient example was provided. Initial total protein result 9.2 g/dl, repeat 8.0 g/dl. The erroneously high total protein result was not reported to the physician. No treatment was received as a result of the incident. If additional info is received, appropriate notification will be provided.